Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with cervical spondylotic radiculopathy and underwent anterior fusion at c4/5/6.post-op, screw breakage at c6 was reported. Dysraphism and recurrence of symptoms were reported as the result of the event. Posterior cervical decompression and fusion was performed additionally on (B)(6) 2018.

Manufacturer narrative:
Radiographic image review: post-op x-ray of CT for c4-6 acdf show broken screw at c6. There is peek interbody graft at both ends, bone growth through the c4-5 graft is present but not so at c5-6. There is bone growth into the graft but not entirely through it. If information is provided in the future, a supplemental report will be issued.